Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, an increase in the pacing impedance and episodes of noise resulting in oversensing and inappropriate therapy was observed on the device. Technical support was contacted and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The field event was confirmed via review of the device image. Noise and high impedance measurements were confirmed in the device image. Egms were reviewed by technical services, and the device behaved as programmed. The device was tested on the bench and no anomalies were revealed.